Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the customer stated that the iabp would display full helium tank on the monitor however the helium gauge in the cart showed empty. The stm verified the alleged malfunction and replaced the gauge. The stm then calibrated the iabp to factory specification and it passed all safety and functional tests. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump's (iabp) analog helium meter was not reading correctly. The customer swapped out the tank to no avail. No patient was involved during this event and no adverse event was reported.